Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump received minor scratches on lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump during bolus. Customer does not use the sensor feature and they were unable to complete the rewind sequence. No further information reported.